Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there was air in the tubing below the module and air-in-line detector. The infusion was then stopped and the pump module was changed. There was patient involvement but no harm. Upon further follow up, internal investigation by customer's biomed stated modules passed the air in line test procedure from the alaris system maintenance software. Pump modules module triggered air in line alarms after intentionally introducing ~1¿ air at a wide range of flow rates. Error logs didn¿t show any reoccurring issues related to the ail sensor. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that there was air in the tubing below the module and air-in-line detector. The infusion was then stopped and the pump module was changed. There was patient involvement but no harm. Upon further follow up, internal investigation by customer's biomed stated modules passed the air in line test procedure from the alaris system maintenance software. Pump modules module triggered air in line alarms after intentionally introducing ~1¿ air at a wide range of flow rates. Error logs didn't show any reoccurring issues related to the ail sensor. There was patient involvement but no harm.